Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 3889, product type lead.

Event description:
Trial patient reported that she was having a little bit of issue on the day of the call, she got the wire caught and pulled it a little and now she was having pain. Overall patient feels symptoms are a little better. The issue reported was reported as unknown if not resolved. No further complications were reported/anticipated.